Event description:
Caller states that she tested on the device and recieved a reading of 450mg/dl. She states that she took her normal insulin and passed out shortly after. The paramedics were called, tested caller at 30mg/dl on their device, and gave her an IV, contents not provided. She refused transport to the hospital. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.